Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm during bolus delivery. Customer's blood glucose was 470 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime insulin did exit. Customer removed cannula and reported that it wsa slightly bent. Customer changed site and insulin successfully delivered. Infusion set would be replaced. Customer was advised to monitor insulin pump and to call back should no delivery persist.